Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. H1: type of reportable event of serious injury being submitted due to no defect found on returned products. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 21-jan-2025 to ensure the customer¿s initial concern was resolved- the caregiver did not open the replacement as of yet. She did open the meter purchased at the local pharmacy and does not have any concerns with that meter. Caregiver states she will keep the replacement meter we sent as a back up.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Spouse is calling on behalf of the customer. Customer did not provide the results of concern or the customer's expected blood glucose test result range. The customer feels well and did not report any symptoms. Caller stated that she had called the customer's pcp on (B)(6) 2024 due to the blood sugar being high, over 400 mg/dl am non-fasting. The doctor recommended they increase metformin to 2 per day vs. 1 per day. Caller stated that she had purchased a new true metrix meter and test strips from the pharmacy out of pocket, but will return the unopened product. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/31/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 25-feb-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.